Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and stopper creepout/ loose caps were not observed. The video shows the the removal of the cap/shield. This is a normal process(shields/caps are meant to be removed if needed). Based on the video provided, loose caps/shields cannot be confirmed from the video. Additionally, 5 retention samples from bd inventory were functionally tested for loose caps and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creepout/ loose caps. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® sst¿ blood collection tubes, one tube's shield/cap is opening in the centrifuge and then remains loose and no longer closes properly. There was no health impact or consequences reported.